Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified no kinks or damage along the shaft. An examination of the crimped stent found no issues with its profile. No damage was evident along the entire length of the stent. An examination of the tip section of the device found no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion being treated was located in the tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2x9mm balloon at 4-6 atmospheres (atm) for 15 seconds. Check angiography showed >80% residual lesion with timi - ii flow. The physician attempted to deploy a 2.5x24mm promus element ¿ stent to the mid lad but would not cross the lesion. During stent manipulation, the physician noted that the stent got damaged. The physician repeated the pre dilatation using a 2x9mm balloon and was able to deploy using a 2.5x20mm promus element ¿ stent across the lesion. Post dilatation was done with a 2.5x12mm nc balloon at 18 atm for 10 secs. Final control angiography showed well-deployed sent with timi-iii flow. No patient complications were reported and the patients' status is stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion being treated was located in the tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2x9mm balloon at 4-6 atmospheres (atm) for 15 seconds. Check angiography showed >80% residual lesion with timi - ii flow. The physician attempted to deploy a 2.5x24mm promus element stent to the mid lad but would not cross the lesion. During stent manipulation, the physician noted that the stent got damaged. The physician repeated the pre dilatation using a 2x9mm balloon and was able to deploy using a 2.5x20mm promus element stent across the lesion. Post dilatation was done with a 2.5x12mm nc balloon at 18 atm for 10 secs. Final control angiography showed well-deployed sent with timi-iii flow. No patient complications were reported and the patients' status is stable.